Event description:
A report received from the (B)(6), stated pressure alarm settings for an 840 ventilator were set too high, by the clinical staff, causing the increase in the pt's airway pressure to go undetected. Info received indicated the pt was in distress; however, there was no reported harm, to the pt, as a result of the incident. The pt was removed from the device and place on an alternate ventilator.

Manufacturer narrative:
The customer reportedly inspected the device and found the pt peak pressure alarm serviceable. The covidien technical support engineer (tse) advised the customer that possible error codes in the device log, dating prior to the event, were unable to be confirmed because the log was cleared following new pt set-up on the device in question. The customer indicated to the tse that it appeared to be user error as the pressure alarm settings were correctly entered by the operator. The customer performed an extended self-test and short self-test both of which the ventilator passed according to manufacturer specifications. (B)(4).